Manufacturer narrative:
Device received with motor arm failed self-test alarm during self-test due to a faulty y1 on the rf board. Device received with normal operating currents, unit passed unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime or compromised forced sensor system test, excessive no delivery test and displacement test. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address or serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had pump error alarm. The customer's blood glucose was unknown. The product was returned for analysis.